Manufacturer narrative:
Literature citation: takigawa et al. Long-term assessment of swanson implant arthroplasty in the proximal interphalangeal joint of the hand. The journal of hand surgery.2004; 29a: 785-795. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2004 literature article, by takigawa et al. Titled seventeen-year survivorship analysis of silastic metacarpophalangeal joint replacement, the authors report 11 implant fractures and 11 revisions following mcp joint arthroplasty with swanson finger joint implants.